Manufacturer narrative:
Review of the provided patient files led to the following observations: the battery voltage was 2,45v, on (B)(6) 2024. The rrt has been reached. An abnormal battery depletion occurred since on (B)(6) 2024. Between on (B)(6) 2024, right ventricular lead impedance is stable within normal range. Rv coil impedance is stable within normal range. No overconsumption was recorded. No charge and no shock was recorded which could explain the fast battery depletion. The device has been returned. The physical expertise led to the following observations: at reception, the device has been interrogated and it was able to pace and sense. The consumption was within a normal range. Then the device was opened to have direct access to internal components: oa detailed visual inspection did not reveal any anomaly; othe battery voltage was measured at 2.47v othe device was then powered with an external power supply; the device paces, senses, charges and shocks to 42j normally without overconsumption othe hybrid circuit was then submitted to the standard electrical manufacturing hybrid test: no significant error considering the battery voltage at reception. The most likely root cause is a presence of clusters inside the battery inducing a fast battery depletion. In-depth investigations are currently performed with a strong cooperation of the batteries' supplier to determine the root cause of those clusters.

Event description:
Reportedly, during the interrogation for pre MRI-exam, the device showed eos. No therapies were given. At last interrogation, on (B)(6) 2024, everything was ok.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the interrogation for pre MRI-exam, the device showed eos. No therapies were given. At last interrogation, on (B)(6) 2024, everything was ok.

Manufacturer narrative:
Please refer to the attached report - review of the provided patient files confirmed the premature battery depletion and no overconsumption recorded - the expertise of the returned ICD didn¿t reveal over-consumption. - the battery analysis confirmed that the root cause of the fast battery depletion is a battery failure (short-circuit).

Event description:
Reportedly, during the interrogation for pre MRI-exam, the device showed eos. No therapies were given. At last interrogation, on (B)(6) 2024, everything was ok.